Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during an unspecified arterial procedure involving the lower extremity, a micropuncture transitionless stiffened cannula access set's wire separated. Blood return was noted upon ultrasound-guided insertion of the access needle into the femoral artery. The access site was reportedly normal, and resistance was not encountered upon insertion or removal of any device component. The wire was not pulled back or removed through the access needle. After the micropuncture dilator was pulled back over the wire, it was discovered that the wire had separated. Half of the wire was inside of the patient and half was outside the patient. The wire did not unravel prior to separating, per the user. The fragment inside the patient was removed with a snare. Access was then obtained with another micropuncture device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt¿ and ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage¿. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified arterial procedure involving the lower extremity, a micropuncture transitionless stiffened cannula access set's wire separated. Blood return was noted upon ultrasound-guided insertion of the access needle into the femoral artery. The access site was reportedly normal, and resistance was not encountered upon insertion or removal of any device component. The wire was not pulled back or removed through the access needle. After the micropuncture dilator was pulled back over the wire, it was discovered that the wire had separated. Half of the wire was inside of the patient and half was outside the patient. The wire did not unravel prior to separating, per the user. The fragment inside the patient was removed with a snare. Access was then obtained with another micropuncture device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.